Event description:
During index procedure, the physician used two admiral xtreme pta balloon catheter to treat a lesion located in the sfa of the left leg. Device was successful; however, it was reported that during treatment with the admiral xtreme balloons, a dissection occurred. Patient was discharged home the same day. Approximately 7 months post index procedure the patient underwent target vessel revascularization of sfa with balloon angioplasty and stenting. Cec adjudicated the target vessel revascularization was related to the study device.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (dissection and tvr). Evaluation conclusions: inherent risk of procedure ¿ (dissection and tvr). (B)(4).